Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose and readings were between 30 and 40 mg/dl. Prior to the hospitalization the customer was priming and the insulin pump was shooting all the insulin out. The customer connected to the insulin pump. Therefore receiving a large amount of insulin. Nothing further was reported.